Manufacturer narrative:
The pump passed the active current measurement and self-test. Successfully downloaded the trace and history files using thump. The power management graph confirmed abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith). Pump received with high sleep current; problem isolated to the pcb1 board. Pump trace download analysis confirmed the pump alarmed low battery alert on (B)(6) 2024 18:47:00.000 and replace battery now alarm on 9/10/2024 4:18:00 am. These alerts are expected and occur during normal pump operation. No failed battery test noted during test or listed in the pump history download. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case and pillowing keypad overlay. Confirmed high sleep current during analysis, problem isolated to the pcb1 board. No replace battery now alarm or failed battery test noted during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced failed battery test, unexpected battery power loss. The customer reported no adverse event. The event involved product(s) mmt-1715kl. Customer reported receiving replace battery alert/ replace battery now alarm after receiving a low battery warning. Low battery warning occurred at least 8 hours before replace battery alert. Customer reported receiving a battery failed alarm. Customer reported that battery cap contacts and battery compartment are not damaged or corroded. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1715kl was requested and customer response was the device will be returned.